Event description:
It was reported that within the last few weeks, the physician encountered problems with the application of the ventralex mesh. Patient was treated with a ventralex mesh for umbilical hernia a developed an infection. The mesh was not removed and the infection has largely subsided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if additional information becomes available.